Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 99% stenosed, de novo lesion in the proximal left anterior descending (plad) artery. A 3.5x38mm xience skypoint drug eluting stent (des) was advanced but could not cross the anatomy to reach the target lesion. The des was removed with resistance from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was used to successfully complete the procedure no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.